Manufacturer narrative:
Qc information was not provided and customer indicated intermittent qc issues during the event. System checks conducted on 07/03/06 and 07/09/06 were within specifications. The specimens were collected in greiner, lithium heparin, 5ml tubes. The samples are centrifuged at 3,000 rpm for 5 minutes or 3,600 rpm for 4 minutes at ambient temperature. The specimens are sampled from the original tube and sometimes with insert cups. A field service engineer (fse) was dispatched to the customer lab in 2006. A) the fse replaced: mixer pulleys, pinch rollers, seals in the pumps, aspirate and dispenser probes. B) the fse conducted diagnostic testing and the results were within specifications. C) the fse verified that the instrument was operating per established procedures. The customer was contacted on 07/25/06 and the instrument is running within specifications. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results on four different patient samples that were generated by the access 2 instrument. Patient a: an initial accu tni result was 0.79ng/ml. The original sample was re-tested for accu tni and the result was 0.12ng/ml. The original sample was tested for accu tni on a different instrument in the customer's lab and the result was 0.01ng/ml. Patient b: the initial accu tni result was 0.56ng/ml and 0.05ng/ml upon repeat. Patient c: the initial accu tni result obtained from a different instrument was 0.25ng./ml. The sample was tested on the access 2 instrument and accu tni results of 0.57ng/ml and 0.83ng/ml were obtained. Patient d: the initial accu tni result was 1.66ng/ml. The original sample was retested for accu tni twice and the repeated results were: 0.05ng/ml and 1.03ng/ml. The accu tni results obntained in this event were not reported out of the lab. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.